Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4). In a f/u call to the facility, the reporter confirmed that no pt harm was noted with the incident. The actual device has been received for investigation and the eval is in progress. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility: serial # (B)(4). On (B)(6) 2012 - under infusion of epinephrine.